Event description:
The patient suffered a seizure approximately 15 hours post-procedure. The patient was treated with 2mg of ativan at the time of the seizure, and was also given cerebyx and dilantin, which were discontinued at discharge. The patient is a female patient. The index procedure was completed in late 2008, and patient was asymptomatic. The target lesion location was the ostium of the right internal carotid artery. There was no occlusion in the contralateral carotid. Reference vessel diameter was 5mm. Target lesion diameter stenosis was 80% with lesion length 22mm. The geometry of the lesion was eccentric. Qualitative lesion calcification was described as severe and concentric. Vessel tortuousity by visual inspection was mild. Pre-dilatation of the lesion was performed. An angioguard distal protection device was used, deployed and retrieved successfully with no technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The final target lesion percent diameter stenosis was 25%. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The patient left the angio suite neurologically intact. The patient was discharged the next day, with aspirin prescribed. The patient suffered a seizure approximately 15 hours post-procedure. There was no adverse event suffered by the patient during the procedure. The patient was treated with 2mg of ativan at the time of the seizure, and was also given cerebyx and dilantin, which were discontinued at discharge. The patient fully recovered and was in stable condition when discharged.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.